Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.

Event description:
The packaging is still in good condition. When the staff opened it, he found that the end of the balloon shaft was cracked approx 35 cm from the end.